Event description:
A hole was observed in the product packaging. No adverse consequences were reported.

Manufacturer narrative:
Based on info provided by the customer and other confirmed complaints reporting similar events, it can be assumed that product packaging associated with this event is damaged. A secondary polybag has been introduced into the packaging configuration of these products to address this issue.